Event description:
Forty three coils (including 3 gdc coils from boston scientific) were used in an aneurysm coiling procedure. It was reported the physician observed metallic artifacts in the vasculature distal to the coiled aneurysm (from MRI images), no patient injury or clinical symptoms reported.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation as they were implanted in the patient. Model# n-2-6-t10-f, lot #2189536 (15 ea), date manufacture, 11-2006 expiration date 11-2009. Model# x-2-8-t10-hss, lot 2215876 (1 ea), date manufacture 11-2006, exp date 11-2009. Model x-18-29-t10-tc, lot 2104486 (1 ea), date manufacture 10-2006, exp date 10-2009. Model # x-10-30-t10-mc, lot 2158749 (2 ea), date of MFR 10-2006, exp date 11-2009. Model n-3-10-t10-hss, lot 2189537 (20 ea), date of MFR: 11/2006, expiration date: 11/2009. Model x-10-30-t10-hss, lot 1977912 (1 ea), date manufacture 08-2006, exp date 08-2009.